Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel blinking constantly could not be identified. However, it¿s likely the cause is related to a faulty locking mechanism and scope detection slide. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: front panel was damaged, top cover deformed, chassis deformed, cosmetic damage with rust on the top cover, chassis, front panel bezel and front panel was faded and cracked. There was also a faulty switch with the power switch sticking intermittently, a faulty scope socket, front panel was flashing/control failing and the lamp life was over 500 hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had the lights on the front flashing when trying to change the bulb, with the inability to hold down the button to clear the clock. The issue occurred during preparation for use, with no procedure involved. There were no reports of patient harm.